Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels remained elevated (300-400 mg/dl) with small ketones. Contact alleged that pump is cause of elevated bgs but declined troubleshooting with tandem technical support. Reportedly, the customer reverted to an alternate pump and bg levels improved.